Event description:
It was reported that several instruments malfunctioned during a t10-ilium posterior lumbar fusion for leg pain and deformity correction. It was reported that, during set up of the case prior to incision, one of the collar holding tips was broken off a universal spine system persuader. It was reported that the tip of a counter torque broke off during final tightening. No harm was done to the patient or implants from this torque. The fragment was removed and the torque wrench was used with another instrument to finish the case. It was reported that the tip of the hexagonal screwdriver was broke off during screw adjustment. The fragment from the broken screwdriver was found and no harm was done to the patient or implant. Another screwdriver was used to adjust the screws. No patient harm was reported. No time delay was reported. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.